Event description:
It was reported via medwatch report that the spinal wire came off the guidewire during a jugular placement under ultrasound. It was noted the pt was a (B)(6) male. No harm to the pt.

Manufacturer narrative:
(B)(4). Sample will not be returned.